Event description:
Same case as MDR ID #2134265-2013-04812 and MDR ID #2134265-2013-04811. It was reported that during angioplasty procedure, motor drive unit did not performed automatic pullback. The 75% stenosed lesion was located at left anterior ascending with moderate tortuosity and mild calcification. The ilab instl system 240v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure motor drive unit failed to performed automatic pullback and manual pullback was attempted for two times and it was successful. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in good condition. The unit met specifications for functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID #2134265-2013-04812 and MDR ID #2134265-2013-04811. It was reported that during angioplasty procedure, motor drive unit did not performed automatic pullback. The 75% stenosed lesion was located at left anterior ascending with moderate tortuosity and mild calcification. The ilab instl system 240v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure motor drive unit failed to performed automatic pullback and manual pullback was attempted for two times and it was successful. The procedure was completed with the same device. No patient complications were reported.